Event description:
Related manufacturing reference number: 2017865-2023-73115. It was reported that the patient presented for a routine generator change procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited high capture threshold and high pacing impedance. Fluoroscopy confirmed the right ventricular and right atrial leads (ra) had pull back. The rv lead was capped and replaced on 3 nov 2023. No intervention was performed on the ra lead. The patient was in stable condition.